Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including a surgical lead, on (B)(6) 2009. It was reported that the pt fell at the end of (B)(6) 2011 and subsequently lost stimulation. She was allegedly unable to turn the stimulation up past 2-3 bars of amplitude. Diagnostic tests exhibited invalid impedances on multiple lead contacts. X-rays showed no anomalies. The physician explanted and replaced the lead on (B)(6) 2011. Effective stimulation coverage was captured postoperative, and no further pt complications were reported.